Event description:
Procedure type: sigmoid resection. According to the reporter: after the device was fired the donuts were good. Upon doing bubble test a leak was noticed. The surgeon over sew the staple line to correct the leak. No tissue loss and no bleeding occurred as a result, however, surgery time was extended by forty minutes.

Manufacturer narrative:
Initial report sent: 06/19/08.